Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the blue cable split apart and had exposed wires. The case was aborted and the patient was rescheduled the same day for an excisional biopsy.